Event description:
It was reported that when the tpn was being administered via the brown lumen of the catheter placed in the male patient's right subclavian vein, the fluid was found back flowing up the white lumen indicating a connection between the two lumens. As a result, the catheter was removed and a PICC line was placed. A delay was reported, however, there was no patient complications due to this delay. The administration of tpn in this patient was via IV infusion through a pump and 10ml syringe was used for flushing the line.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.